Event description:
Info received indicates upon inspection, the technician found the head high low valve was not holding pressure to keep head high low function stable.

Manufacturer narrative:
The technician removed, cleaned and reinstalled the valve to repair the bed.